Event description:
The legal complaint states that the individual became allergic to latex as a result of the exposure to and wearing of latex medical gloves used in the performance of the complaint's job duties.